Manufacturer narrative:
Concomitant medical products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 3887-33, lot# j0443866v, implanted: (B)(6) 2004. Product type: lead: product ID 3887-33, lot# j0444106v, implanted: (B)(6) 2004. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient's device turned off twice "on its own." The patient felt a "blast" in her back while walking through a security gate and the device turned off. Additional information has been requested, but was not available as of the date of this report.